Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 cobas c 701 module. Patient 1's initial result was 5.6 mg/dl, and the repeat result was 8.8 mg/dl. Patient 2's initial result was 6.6 mg/dl, and the repeat result was 9.2 mg/dl. The repeat results were deemed to be correct. The samples were triggered to automatically re-run per the customer's procedure.

Manufacturer narrative:
The calcium gen.2 reagent lot number is 85878301, and the expiration date is 31-may-2026. A field service engineer (fse) determined that the sample probe had picked up a clot. The sample probe was replaced, and calibration and qc were performed; both passed. The investigation determined that the service action resolved the issue.